Event description:
Reportedly, broken tubing was observed when the package was opened. Follow up indicated that the tubing was broke at the connection of the stopcock sensor. No patient complications were reported.

Manufacturer narrative:
Device not returned.